Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to a suspected fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. Atrial pace impedance steady at approximately 450 ohms through (B)(6) 2015, dips to 57 ohms (B)(6) 2015 and returns to prior levels (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.